Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to 99 as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
At the end of the harvesting process with the viality unit, the suction reversed and pulled all the waste from the waste canister back into the unit.